Event description:
It was reported that the mobile power unit (mpu) was not functioning, with no lights visible. The mobile power unit would be returned for repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: separation of the sleeve around the connector. The reported event of the ¿not functioning, with no lights visible¿ was confirmed with the returned mobile power unit (serial # (B)(6)). The returned unit was tested with laboratory equipment and the reported event was reproduced. The issue was isolated to the power supply assembly. Electrical measurement of the component confirmed a shorted condition that would have resulted in an over current condition to damage the fuse. The component was unable to be replaced and further analysis could not be performed. A root cause of the shorted/damaged component could not be determined during the evaluation. The unit was repaired, and functional checkout was performed, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) shipping information was unable to be located. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes the yellow wrench advisory alarm that details an internal malfunction detected within the mobile power unit and to call hospital contact. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the rubber casing of the patient cable was loose. The cable was replaced.